Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged stylet was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a portion of powerpicc catheter with tls stylet. The photograph depicted the distal end of the catheter. Blood residue was evident on the device. The stylet protruded from the tip of the catheter. The distal end of the stylet appeared to exhibit a complete break. While the provided photograph appeared to depict a damaged tls stylet, inspection of that photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include cutting the stylet during catheter trimming and tensile (pulling) damage. A lot history review (lhr) of rebu0785 showed no other similar product complaint(s) from this lot number.

Event description:
The nurse who inserted the catheter reported that after the procedure, it was noticed that a portion of the stylet/guide wire had remained inside the patient. A vascular surgeon was called promptly and he decided to remove the catheter at the patient's bed. The procedure was successful, the part of the stylet lost at the tip of the catheter came out in the withdrawal.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged stylet was confirmed. The product returned for evaluation was one 5fr d/l powerpicc catheter with tls stylet. Usage residues were observed throughout the sample. The catheter was received with a fragment of tls stylet adhered to the catheter by blood residue. The fragment of stylet included the distal end and a portion of polyimide tubing. The break in the tubing appeared to have occurred between magnets. Multiple kinks were observed along the length of the stylet fragment. Microscopic inspection of the break in the tubing revealed an elliptical cross-section. The tubing appeared kinked in the vicinity to the break. The tubing exhibited deformation, discoloration, buckling and an elliptical cross-section at the break site. The break in the stylet was consistent with damage initiated by kinking the stylet between magnets and subsequently exposing the stylet to tensile (pulling) stress. The abundant kinking and stylet deformation were consistent with attempted stylet advancement against resistance without the support of the catheter and can occur if the stylet is advanced beyond the end of the trimmed catheter prior to device insertion. While conditions related to insertion may have contributed to the observed stylet damage, an internal investigation is ongoing to identify additional potential contributing factors. The product IFU states ¿warning: ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿

Event description:
The nurse who inserted the catheter reported that after the procedure, it was noticed that a portion of the stylet/guide wire had remained inside the patient. A vascular surgeon was called promptly and he decided to remove the catheter at the patient's bed. The procedure was successful, the part of the stylet lost at the tip of the catheter came out in the withdrawal.